Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last felt stimulation approximately a year ago. The abbott representative was unable to establish communication using the programmer. As such, surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was achieved post-operatively.